Event description:
The device was used to administer a synchronized shock to a pt during an elective cardioversion procedure. The pt had been diagnosed with atrial fibrillation. When a fourth shock was to be administered, the device allegedly failed to discharge. Sync markers were present and appropriately positioned on the displayed ECG. A backup lifepak 9p defibrillator/monitor/pacemaker was made available and used. The backup defibrillator also allegedly failed to discharge during the next two attempts to administer a synchronized shock. The pt was not cardioverted and was discharged home.